Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were achieved in the left common femoral artery (lcfa) and attempted in the right common femoral artery (rcfa) using the preclose technique prior to a percutaneous endovascular aortic repair (pevar). The arteriotomy was 7fr and during the pevar procedure, the sheath was upsized to a 14fr. Reportedly, the suture of the proglide device was successfully placed in the rcfa; however, the whole suture with the knot came out of the artery while withdrawing the proglide device and grasping the sutures. A new proglide device was placed and the pevar procedure was completed. While withdrawing the pevar device, the sutures of the second proglide device came out of the artery with the device. Another proglide device was used for successful suture placement. Hemostasis was achieved with sutures of two proglide devices in the lcfa and the sutures of two proglide devices in the rcfa. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.